Manufacturer narrative:
Device history record would not be reviewed as a lot code was not provided. Info from this incident analysis. Consumer had not returned product for evaluation at the time of this report.

Event description:
Consumer removed a tampon and the tampon came apart inside her. Consumer indicated that pieces remained inside her after removal.